Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "doctor performed a left knee revision...due to loosening. Implant not able to be returned due to hospital policy. No more information available per doctor." A size 5 series 700 tibial tray and 5x12 scorpio ps insert were revised.